Manufacturer narrative:
The returned device was received in two sections as a result of a break in the hypotube. The break was located approx 83.2 cm distal to the strain relief. Microscopic examination of the break site found that the break appeared to have occurred as result of a severe kink that developed in the hypotube. The break is consistent with excessive force having been applied to the device, through some form of mishandling. No issues were noted with the device that may have attributed to the complaint incident. The complaint indicates that the break occurred as a result of a restriction experienced during the insertion of this through a 6 french guide catheter. The guide catheter was not received for analysis. A review of the mfg history record for this device confirmed that the device met its material, assembly and product specifications. The root cause of the event is related to user handling.

Event description:
Event determined to be reportable based on returned device analysis completed on 11/28/2007. It was reported that during a pci procedure, a shaft kink occurred. The chronic total occlusion (cto) was located in the mid right coronary artery (rca), vessel diameter 3.5m. The physician initially pre-dilated the lesion with two other balloons. While advancing the 3.0 x 20mm maverick2 monorail balloon catheter the physician felt resistance in the guide catheter. The balloon catheter was withdrawn and a kink in the shaft was noted. The procedure was completed with another MFR's balloon. There were no reported pt complications. Pt status listed as "stable". Device analysis revealed a shaft break.